Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material on the distal cover¿ was confirmed. The foreign material could not be specified. Based on the obtained information, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. It was confirmed that the foreign material residue point was free of deformation. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual of evis lucera gif/cf/pcf-260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual of evis lucera gif/cf/pcf-260 series chapter 3 ¿cleaning, disinfection and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a bad nozzle and angle. Inspection and testing of the returned device found foreign object on the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that due to wear of the angle wire, bending angle in the up direction did not meet standard value. Due to wear of angle wire, the play of the up/down knob was out of standard value. Due to clogging of the nozzle, no air or water was fed. Due to clogging of the nozzle, water removal ability did not meet standard value. Due to damage on the up/down knob, water tightness was lost. The distal end and control unit had discoloration. The up/down knob had corrosion. The plastic distal end cover had foreign objects. The connecting tube had a dent and discoloration. The connecting tube had a wrinkle. The light guide lens and objective lens had discoloration. The suction cylinder was shaved. The electrical connector had discoloration due to water leakage. Due to dirt on the objective lens, there was a lack of image on the monitor. In addition, the up/down knob, the free engagement knob, the lock engagement lever, the scope connector cover unit, the right/left knob, the switch box, the scope-cover, the scope connector, the universal cord, the grip, and the control unit were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no photos and did not know what the foreign material was, but stated "however, if it is too late before washing of protein over time it seems that it is stuck". The end of clinical use and the start of pre-cleaning was delayed, not implemented. There were no abnormalities in the accessories used for reprocessing. The endoscope was pre-soaked in a detergent solution. The distal end was cleaned with a brush after each use. There was no concerns from the facility if there was any other concerns regarding the reprocessing, however, it was said that "cds poster received from olympus I wash it manually while watching it every time. Therefore, concerns regarding cds reprocessing, there is no such thing. Change of staff in charge (replacement) (e), so I will keep it as a backup in the future. Set aside time early, including cleaning. We will thoroughly clean it without any problems. The on-site staff gave us an endoscope cleaning machine. If there was, this kind of thing would go away we were talking about whether that was the case, but the hospital director is concerned about cost, so it was a talk with".